Event description:
A falsely depressed troponin I result of <0.09 ng/ml was obtained on a pt sample. The result was not reported to the physician. The original sample was retested on alternate analyzer and a result of 1.42 ng/ml was obtained. Treatment was not prescribed or altered as a result of this incident. There was no report of adverse health consequences as a result of the falsely depressed troponin I result. The probable cause of the falsely depressed troponin I result was movement of the sample cup by the user after level sensing.

Manufacturer narrative:
No further eval of the device is required. Analysis of instrument and sample data did not indicate a device failure. Filter data indicates movement of the sample cup by the user after level sensing. The instrument is performing within specifications.